Manufacturer narrative:
The event occurred in (B)(6). The customer returned one unused lancet from lot x246004. The unused lancet was inspected and no non-conformities were found. Because the lancet that allegedly left a fragment in the customer's finger was not returned, it was not possible to evaluate the device.

Event description:
Caller states a piece of the softclix lancet broke off in his finger. No medical treatment required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).